Event description:
The customer reported the ventilator went vent inop and alarmed due to an inhalation autozero failure. The customer reported the ventilator was in use on a patient and there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturers field service engineer was able to duplicate the reported problem. Review of the ventilator diagnostic log confirmed the reported vent inop occurrence. The service engineer replaced the three station solenoid and sensor pcb board to address the reported problem. Performance verification testing was completed and passed to operating specifications.